Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that review of an electrogram (egm) from seven days post implant revealed inappropriate anti-tachycardia pacing (atp) due to oversensing of non-physiologic noise on the right ventricular (rv) channel. It was noted that the noise was fast and regular and then began to slow after the atp. The noise was unable to be reproduced in the clinic. Boston scientific technical services (ts) was consulted and reviewed the egm. Ts discussed that the egm indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. It was noted that there was one other nonsustained episode around this same time but none since that day. The physician agreed that this was the likely cause of the oversensing and noise. Since no further issues were seen the physician opted to monitor the patient. The device and lead remain in service. No adverse patient effects were reported.